Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a blood glucose of 65 mg/dl with blurred vision, dizziness and shaking. Patient received no unusual treatment. During trouble shooting, customer support found that the patient had made changes to the basal program and incorrectly manually calculated the dosage: referred the patient to a health care professional for diabetes management. Customer support attributed the bg excursion to training/misuse.